Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of the transmission revealed high impedance which was noted to be increasing since (B)(6) 2017. The patient was brought in clinic on (B)(6) 2017; high capture threshold were observed on the lead. The right ventricular lead exhibited fracture. Upon fluoroscopy externalized conductors were observed on the lead. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.